Event description:
Patient was postoperative (total knee arthroplasty). On 7/14/93 when attempting to remove the drain, it snapped at the junction of the white part next to the silastic tubing. Patient was taken to the or again (on 7/14/93) to remove the drain. It was retained inside the knee. The defect was apparently a weak portion between the junction of the two parts of the drain. Patient did well post-op.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.